Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the coil cap of a small volume folfusor separated from the housing. There was no patient involvement as this occurred before patient use. No additional information is available.

Manufacturer narrative:
(B)(4). Mfg date: the lot was manufactured from august 6, 2014-august 7, 2014. One unit was received for analysis. Visual inspection noted that the yellow coil cap had separated from the housing. The cause of the separated coil cap was determined to be due to malformed housing. The housing was malformed at its upper area where the yellow coil cap came in direct contact with the housing. The cause of the malformed housing was not able to be determined. A CAPA has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.